Event description:
During an unrelated procedure, the set screw of the device was unable to be tightened. The device was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported event of a right ventricular set screw anomaly was confirmed. The device was above elective replacement indicator (eri) upon receipt. Analysis revealed the right ventricular set screw was backed out of its connector block as a result of unscrewing the set screw too far. The set screw was also stripped and contained septum material inside the hex cavity. The backed out set screw prevented full insertion of the torque driver and was the cause of the reported event. The set screw anomaly was consistent with having occurred during the procedure.